Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation 1 unit of evo-10-11-8-b lot# c1852011 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted.   Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2021. On evaluation of the device the flexor was observed to be broken approximately 131cm from introducer tip and was returned separately from the delivery system. Safety wire was in place on return. Actuation of handle was possible for deployment and recapture.   Document review prior to distribution evo-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-8-b of lot number c1852011 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1852011. The instructions for use ifu0056-5 which accompanies this device includes the following contraindication ¿inability to pass the wire guide or stent through the obstructed area.¿ there is no evidence to suggest that the customer did not follow the instructions for use.   Image review: n/a.   Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor breaking.   Summary: complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Elbowed exit, broken. Device evaluated on (B)(6) 2021. "Broken flexor". "As per cc form": dr performed cholangiography and sphincterotomy without pb. He was not in difficult situation, scope not too much bending. Nurse opened sealed package without pb and inserted the gude wire into the stent. They introduced stent through the scope operating channel without pb, stent was introduced in choledoque without pb and when dr asked to the nurse to deploy the stent, it was very difficult. Dr asked to nurse to press more. After that nurse could press the system but nothing happened. They removed the stent undeployed, took another one and they finished examination without pb. I called the dr and I explained that it is very important to check the red button before to deploy the stent. I think they probably broken the system inside the handle, you could confirm it during device expertise. Same pb as pc fr 113 623. Dr was trained but he is surprised because he had 2 same pb in one month and he use this stent from many year without pb. Expertise will be very useful. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.